Event description:
A review of service data detected a reportable problem. During servicing, the response buttons on monitor sn (B)(4) operated intermittently. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor response buttons were intermittent. The front response button switch was found to be defective. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.